Event description:
The patient reportedly experienced intermittencies over a period of four to five days and eventually lost lock. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's device will be scheduled.